Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user attempted a supply change, exited the process to update the ilet, and then received an ¿unable to proceed¿ alert that persisted despite multiple restarts and verification of no available mobile app updates; a replacement device was sent, and the original was returned. Symptoms included no adverse clinical effects, with blood glucose reported as unaffected. Outcomes included use of back-up therapy. Investigation included technical troubleshooting and education performed remotely. Investigation of the returned device revealed a device malfunction consistent with an insulin delivery motor stall during consecutive operations, implicating the pump¿s motor/insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device-related mechanical or electronic malfunction associated with the insulin delivery motor.